Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncopal episodes. The patient's intrinsic rhythm was sinus with first degree block and intermittent mobitz type ii. The patient's presenting rhythm showed a pacer spike and p-wave with latency, however, all lead measurements were within normal limits. Additionally, fusion was observed in the ventricle when the patient was sitting. Boston scientific technical services (ts) discussed programming options. No additional adverse patient effects were reported.